Event description:
It was reported that a flogard infusion pump had a broken door. The issue occurred without patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A visual inspection found the door latch to be broken. The root cause of the broken door was determined to be a broken door latch. To correct the condition, the door latch assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.